Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances over the course of a year, reaching out-of-range measurements of 155 ohms. Technical services (ts) reviewed the event and provided troubleshooting recommendations. Ts also advised considering device replacement if the impedances continued to rise. No adverse patient effects were reported. This rv lead remains in service.